Manufacturer narrative:
One device was returned for analysis. Visual inspection showed cracks in the top case, bottom case, and both plunger cases. Review of the event history log (ehl) showed primary audible alarm post error. A functional test was performed and the reported issue was not duplicated. As a result, no additional repairs were made. Service history review identified this device has not been in for service in the previous 12 months (serviced on sep/2021) and there was no indication the complaint was related to previous service of the device.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that device had an error code primary audible alarm. The event occurred during set-up. There was no physical damage reported. There was no patient involvement.